Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 38 x 3.50mm promus premier¿ drug-eluting stent was selected for use and advanced to dilate the unspecified target lesion. Upon the first inflation, the balloon ruptured below 4 atmospheres. The procedure outcome was noted to be good. No patient complications were reported and the patient's status was stable.